Event description:
A customer reported receiving a cartridge alarm on their insulin pump, confirmed by the pump's history. Due to the alarm occurring during the loading process, the customer followed instructions to load a second cartridge, but the alarm persisted, indicating the need for a pump replacement. There was no reported information on the customer's blood glucose level at the time of the event. Technical support arranged for the pump to be replaced under warranty and provided instructions for returning the malfunctioning device. The customer did not disclose their backup insulin therapy but accepted the replacement pump.